Event description:
The olympus employee reported that the camera head had issues connecting with the scope. The issue was found towards the end of therapeutic stent removal. The procedure was completed with replacing the camera head. There was an approximate ten-minute delay to replace the camera head. Inspection and testing of the returned device found no image produced due to the broken cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record (DHR) found no deviations that could have caused or contributed to the issue. It has been over 15 years since the device was manufactured. Based on the results of investigation, it is likely that no image was displayed from the camera head due to a broken cable, which resulted in a slight delay in the procedure to replace the camera head. The subject device was inspected prior to the procedure, but the user did not state if an issue was found during pre-use inspection. A definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur. Olympus will continue to monitor the field performance of this device.